Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock for a sinus tachycardia. Review of the episode revealed the device had initially diagnosed an svt, but re-diagnosed a vt when the av interval delta increased. Programming changes were made and will monitor the patient.